Event description:
It was reported that this pacemaker exhibited an alert message indicating that radio frequency (rf) telemetry was disabled. Technical services (ts) was consulted, and confirmed remote monitoring was disabled, noted that due to limited information the cause for disablement was not able to be confirmed. Ts noted that if a save to disk of device information is provided, further analysis can be performed to confirm reason. No adverse patient effects were reported.

Manufacturer narrative:
This product was recently returned for analysis, and as a result, laboratory analysis has yet to be completed. Based on available information, boston scientific issued a field safety notice update to physicians regarding unintended behaviors observed with a software update designed to detect high battery impedance and prevent initiation of safety mode in accolade devices. The associated investigation determined that the software update led to this device experiencing a false positive response that resulted in disablement of the wandless telemetry. Boston scientific has developed an additional software update to address this unintended behavior. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of difficult to interrogate/telemetry (rf) was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product a review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Upon completion of the analysis of the complaint device, if there is any further relevant information from the review, a supplemental report will be filed.

Event description:
It was reported that this pacemaker exhibited an alert message indicating that radio frequency (rf) telemetry was disabled. Technical services (ts) was consulted, and confirmed remote monitoring was disabled, noted that due to limited information the cause for disablement was not able to be confirmed. Ts noted that if a save to disk of device information is provided, further analysis can be performed to confirm reason. No adverse patient effects were reported. Additional information was received, the rf was disabled during a magnet placement during a procedure. Device was noted to be operating correctly. No adverse patient effects were reported. This product was subsequently returned.

Event description:
It was reported that this pacemaker exhibited an alert message indicating that radio frequency (rf) telemetry was disabled. Technical services (ts) was consulted, and confirmed remote monitoring was disabled, noted that due to limited information the cause for disablement was not able to be confirmed. Ts noted that if a save to disk of device information is provided, further analysis can be performed to confirm reason. No adverse patient effects were reported. Additional information was received, the rf was disabled during a magnet placement during a procedure. Device was noted to be operating correctly. No adverse patient effects were reported.